Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault 41628: "motor line test 3". The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. Evidence in the event history log showed system fault. Visual and functional tests were performed. The reported problem was duplicated. Error code 41628 was alarming when device was powered up and the problem was caused by a faulty motor. The motor was replaced to fix the issue.